Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The physician predilated the lesion in the calcified lad with a 2.5x12mm maverick balloon and a 2.5x12mm quantum maverick balloon. The physician attempted to use a cutting a balloon but was unable to due to the calcification. The physician made several attempts to place the taxus express2 2.5x12mm drug eluting stent in between balloons and after the third unsuccessful attempt, the stent delivery system was being removed and the stent was stripped off of the balloon while pulling back into the tip of the guide catheter in the left main. It is note, pulling back into guide catheter is against direction for use. A 1.5mm maverick balloon was inserted inside the stent and inflated and the stent was able to be removed from the pt without any patient complications. The procedure was not completed due to this event and the status of the pt. It was reported that the "patient was too sick" to complete the procedure. The physician had contemplated using the rotoblator, but decided against it. No further pt complications occurred. Pt status is reported to be satisfactory.